Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging inaccurate high readings. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that she first noticed the high readings on (B) (6) 2010. On (B) (6) 2010, the patient tested her blood glucose at an unspecified time and obtained a 500 mg/dl. The patient then took 20 units of lantus and an unspecified amount of humalog. Then patient exhibited symptoms at 1:00pm of sweating, tired and passed out. Ems were called and the patient was taken to the ER where her blood glucose was in the low 40's and was treated with IV glucose. A quality control test was done and the test strips passed using the control solution. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, when the patient obtained the elevated reading of 500 mg/dl and when she was taken to the ER and whether her diabetes medication was changed due to the "alleged issue". It would have also been helpful to know if her blood glucose was tested by someone when she had exhibited symptoms or was treated with anything prior to ems arriving. The complaint is being reported since the patient alleged that due to the elevated readings, she took insulin and at an unspecified time later developed symptoms suggestive of hypoglycemia and had to receive medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.